Manufacturer narrative:
The reported event of drill tip fracture was confirmed via correspondence with the sales representative. The device was not returned and a valid catalog and lot number was not provided therefore manufacturing history could not be reviewed. Due to the device not being returned, a definite root cause cannot be determined.

Event description:
It was reported that; fixed drill broke.

Event description:
It was reported that; fixed drill broke.